Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 22 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patientexperienced: fistula. No further patient complications were reported.